Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-10. H6: investigation summary : a used set with a broken pumping segment was returned by the customer. The segment was broken at the upper filament, with a piece of tubing still being attached to the ring retainer. The tip of the tubing on the lower half of the set had rough edges. Component damage was verified as the failure. Two potential lots were returned for this sample. A device history record review for model 2203-0500 lot number 20015317 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2203-0500 lot number 20015345 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The potential root cause for this defect was determined to be misloading of the pumping segment. When the set is not loaded from the top to the bottom inside the pump it can create stress on the pumping segment that causes these tears.

Event description:
It was reported that the gem v/nv 20dp lgt sn stv experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 2203-0500 , tubing defective/ damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There were multiple lot numbers that may have been involved. It is not known which lot # was involved. The information for each lot number is as follows: medical device lot #: 20015317, medical device expiration date: 2023-01-14, device manufacture date: 2020-01-14. Medical device lot #: 20015345, medical device expiration date: 2023-01-14, device manufacture date: 2020-01-14.

Event description:
It was reported that the gem v/nv 20dp lgt sn stv experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 2203-0500, tubing defective/ damaged.